Manufacturer narrative:
(B)(4). Data software logs were received on 03-aug-2016. Per data log analysis: on (B)(6) 2016 a perfusion screen is opened at 9:22:10 am. The master cardioplegia pump (cpg1) is in a started state and has an open lid when the perfusion screen is opened. This will prevent a proper connection between the master and follower (cpg2) pump. The cardioplegia pumps must both be stopped and both lids must be closed when the perfusion screen is opened in order to make the master follower connection. At 9:36:33 am the cpg1 pump is stopped. At 9:37:29 am the cpg1 pump is started, but since it is not properly connected to cpg2, the cpg2 pump does not start as reported. Many attempts to start the cpg1 and cpg2 pumps are made. At 12:39:12 pm the cpg2 pump is rebooted. At 1:00:02 pm the pumps are connected using reconnect in the pump tab as reported.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the follower roller pump did not start when the master pump "start" button was pressed. After they rebooted the small roller pump, the reported issue was still present. The issue was corrected after set "stop" and reconnect at pump tab was done. The device was not changed out, as they continued to use this pump for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
No part will be returned to the manufacturer for evaluation.